Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation in good condition. Visual inspection and functional testing were performed. The customer¿s reported problem was not confirmed. A root cause could not be determined because there was no problem found with the device. No further action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that, the cassette was not recognized. There was unknown patient involvement.